Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation and blurred vision. The lens was repositioned but this did not resolve the problem. The lens was exchanged for a longer length lens and the problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in microcentrifuge vial with residue/debris on product. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).